Event description:
During the procedure the balloon of this device failed to inflate. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.

Manufacturer narrative:
Device history record reviewed.